Event description:
During two different treatments, blood chamber came apart during primary procedure. During one treatment, blood chamber came apart with blood in the system.

Manufacturer narrative:
Per telephone conversation with reporter in 2004, a blood chamber failed at the onset of a dialysis treatment, causing minor blood loss. Blood chamber was returned to manufacturer for evaluation. Results: the failed blood chambers were inspected for cause of failure. The evidence indicates that the blood chamber lens was not properly welded into the blood chamber body. The manufacturer was alerted and asked to review the process and provide corrective action.